Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) "falls off during transport" and the battery is empty. The customer assured that the iabp was always connected to the mains to charge the batteries. There was no patient injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the batteries and filter as part of maintenance. The fse also advised the customer to charge the batteries before mobile use. All functional and safety tests were performed to factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) "fell during transport" and the battery was empty (had no charge). The customer assured that the iabp was always connected to the mains to charge the batteries. There was no patient injury or adverse event reported.